Manufacturer narrative:
(B)(4) date sent: 05/25/2021 additional information received: according to the surgeon the malformed staples slightly ¿tore¿ the lung although the patient was ok.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient suffer any consequences?

Event description:
It was reported that during an unknown procedure, the device was fired on fissure lung tissue and the staples did not form correctly and became ¿tangled¿. The surgeon removed surplus tangled/malformed staples and proceeded to fire the gun again with a green ecr60g and the device performed as expected. The device subsequently fired ok two more times without any issues. It was unknown if there were any patient consequences.